Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with unresponsive buttons. Unable to perform self-test or download unit using thump software. Unable to upload unit to carelink due to unresponsive buttons. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. However, under microscopic investigation cracked u1 keypad leads 5 and 6 were noted. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion customer allegations were confirmed. Unresponsive buttons were noted, preventing further testing or download of unit. Under microscopic investigation, cracked u1 keypad leads 5 and 6 were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the button not working. The customer reported a blood glucose value of 532 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-332a, mmt-1880l, and mmt-243a. Troubleshooting was performed for keypad anomaly and the buttons remained unresponsive. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, and mmt-243a. The customer was instructed to discontinue device use. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.